Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a scheduled follow-up, episodes of non-sustained rv oversensing caused by post-paced t-wave oversensing were observed. Further testing and programming changes were recommended. The patient was stable before, during, and after the device interrogation and will continue to be monitored.